Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received power loss alarm. Customer reported multiple power loss alarm. Customer claimed that the battery was out of insulin pump for ten minutes but after inserting battery the alarm persist. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered up properly after battery installation. No unexpected failed batt test alarms noted. Unit passed the sleep current measurement, active current measurement test, and self test. Thus software was utilized to uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call. The adapt tool reveals no relevant alarms recorded in download history files to confirm complaint codes. The power management report, per the power management tool/detail trace file time, is from 09/17/2022 at 16:14:59 hour through 09/02/2023 at 16:14:59 hour. No available power data on the event date was recorded. However, the power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. In addition, both pump error 63 and pump error 4 were noted on 09/17/2022 at 17:55:11. (File/line : 37/367) per software engineer log, pump error 63 was generated due to the rf chip initialization error and and ambient light test failure. Isolate to electronic assembly. No battery related alarms noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was received with the following cosmetic damages: broken belt clip rails, battery tube threads - cracked, cracked case (battery tube), scratched case and pillowing keypad overlay. In conclusion, customer concerns of battery related anomalies were not confirmed during testing. Unit powered up properly after battery installation. Unit was tested successfully and no battery related anomalies noted. However, both pump error 63 and pump error 4 were noted in adapt history files. Pump error 63 was generated due to the rf chip initialization error and ambient light test failure and pump error 4 an alarm following pe 63. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.